Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure the footprint anchor fractured while inserting it on the patient. It is unknown if a back up device was available to complete the procedure or if a delay was caused by the device malfunction. But no patient injuries were reported.

Manufacturer narrative:
One footprint ultra pk 4.5 mm suture anchor reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. The product met predetermined specifications upon release to distribution. Correction in: health professional?: yes. Occupation: physician. Health professional instead of company representative.

Event description:
It was reported that during a shoulder surgery the footprint anchor fractured while inserting it on the patient. The procedure was completed with a backup device with no significant delay or patient injury reported.